Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 3.5mm lcp periarticular proximal humerus plates (part # 02.123.026 / lot # 7001042 / mfg location: (B)(4)/ mfg. Date: 08/2012) 3.5mm locking screw, self-tapping (part of family # 212.101-212.124 / lot # unknown / mfg location: unknown / mfg. Date: unknown). The returned plate is in excellent condition and does not appear damaged. The complaint is against the screw that broke, and was returned locked in the plate. An inspection of the plate and x-rays show that only a single locking screw was used to affix the distal portion of the plate. A compression screw was used, but the x-rays show that the plate was not tight against the screw, thereby creating a stress riser in the locking screw which led to the break. Drawing (B)(4) and (B)(4) for the implants were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned implants are used to repair proximal humeral fractures and proper use and maintenance are addressed in technique guides (B)(4). The complaint condition was most likely caused by a stress riser that formed in the screw due to only a single locking screw being used on the distal portion of the plate, rather than the design of the implant. This complaint condition is possibly a result of method of use, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. A device history review was conducted. The report revealed no complaint related anomalies. The device history record shows this lot of periarticular proximal humerus plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a periarticular proximal humerus revision surgery was performed on (B)(6), 2014 due to one of the seven screws being broken that were implanted with an eight-hole 3.5mm locking compression plate. The original surgery date is (B)(6), 2014. The plate and six screws and one screw head were removed. The shaft of the broken screw remains implanted in the patient. The patient was re-plated with a ten-hole 3.5mm locking compression plate. Surgery was completed successfully with no surgical delay reported. There is no device allegation against the plate or the other six screws that were implanted and removed. The revision was performed due to patient complaint of pain, post op x-rays on an unknown date revealed one broken screw. This report is for one unknown screw. This is report 2 of 2 for (B)(4).

Event description:
It was reported that a periarticular proximal humerus revision surgery was performed on (B)(6) 2014 due to one of the seven screws being broken that were implanted with an eight-hole 3.5mm locking compression plate. The original surgery date is (B)(6) 2014. The plate and six screws and one screw head were removed. The shaft of the broken screw remains implanted in the patient. The patient was re-plated with a ten-hole 3.5mm locking compression plate. Surgery was completed successfully with no surgical delay reported. There is no device allegation against the plate or the other six screws that were implanted and removed. The revision was performed due to patient complaint of pain, post op x-rays on an unknown date revealed one broken screw. This is report 2 of 2 for (B)(4).